Event description:
The bed rail broke at a weld and that resident fell out of bed because of the rail failing. Facility stated they need a new rail asap. Telephone tag with facility. Rail caught resident and lowered her to the floor mat. At this time no known injury to resident or caregiver.